Event description:
Laparoscopic scissors was used several times during procedure with no problem. An arc occurred and it was discovered that the scissor had a break in the insulated coating. Instrument was removed from field.